Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of overheating, an overheat error was found in the event logs and the microprocessing unit was replaced to resolve. It was additionally noted that the stylus tip was bent so the stylus was replaced and calibrated. The circuit boards and mechanical parts were inspected and the software was reconfigured, reloaded and updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned for service.